Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for obsessive compulsive disorder (ocd) and movement disorders. It was reported the ins turns off sometimes without cycling on and when the ins is at 50%. The patient said the ins has only turned off like that once or twice. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Health care professional reported the cause was not known. No further information reported.